Manufacturer narrative:
(B)(4). : mfg. Site name - (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, one side of the clip prongs was bent which caused the clip to fall off inside the patient in an open state. The clip was not retrieved. The procedure was completed with another resolution 360 clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.